Event description:
Starting (B)(6) 2023 and getting worse through (B)(6) 2023 the eye drops equate brand saline solution is causing intense burning like a chemical sting. I have purchased the product as a 2 pack in the past but this one was shipped from a walmart warehouse (possibly stored near something that changed the ph or contaminated it?) Bottle was new, unopened when received. Stinging pain in both eyes. Product name: equate brand saline solution for sensitive eyes. Size 12 fl ounces lot: gm22037, expiry: 2024-12-01; other unique number near lot info: 3150203. I called the number on the bottle for questions or comments and no one answered in the evening. It then just hangs up on the consumer. Also of note, once a consumer throws out the outer box there is no manufacturer info nor address on the 12 ounce bottles. I have one 12 ounce bottle unopened, one barely used available for your testing as needed. In accessgudid, product code is: fcp-4082 by wal-mart stores.